Manufacturer narrative:
The product has been requested for eval however it is not available for eval. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2013-00319, 00320, 00321, 00322, 00323, 00324, 00325 and 00327.

Event description:
Report received from (B)(6) stating "sleeves are too soft, they twist and are difficult to enter into the incision. No pt impact."